Manufacturer narrative:
Internal components were evaluated which revealed the presence of corrosion on the rotor assembly and bearings. It was also reported that the contact pins were corroded.

Event description:
It was reported that the device operated automatically without user activation. No additional information was provided by the user facility.